Event description:
It was reported that during a da vinci hysterectomy procedure, the surgeon nicked the patient's ureter. According to the initial reporter of this complaint, there was no report that a malfunction of the da vinci system, an instrument, or an accessory occurred during the surgical procedure. The initial reporter indicated that the patient's injury occurred 90 minutes into the surgical procedure and was a result of an abnormal ureteral anomaly. While the surgeon was dissecting the right side of the uterus with a vessel sealer instrument, he inadvertently nicked the ureter. A urologist was called in and successfully repaired the ureter with sutures using the da vinci surgical system. On (B)(4) 2014, intuitive surgical, inc. (Isi) contacted the initial reporter to obtain additional information regarding the reported event. The initial reporter reiterated that no malfunction of the vessel sealer instrument occurred during the da vinci surgical procedure and the patient's injury occurred as a result of an anatomical ureteral anomaly. The initial reporter stated that the surgeon was unaware of the location of the ureter during dissection with the vessel sealer instrument. The ureter was repaired by a urological surgeon and the da vinci surgical procedure was successfully completed. No post-operative complications were reported.

Manufacturer narrative:
According to the initial reporter, no malfunction of the da vinci system, an instrument, or an accessory occurred or caused/contributed to the patient's intra-operative complication. The patient's injury can be attributed to surgeon error secondary to an anatomical anomaly. A review of the site's system logs with a procedure date of (B)(4) 2014 revealed that a system error code 32001 occurred two times during the surgical procedure. A system error code 32001 indicates that the vessel sealer instrument cutting blade could not be retracted and may be exposed. This complaint is being reported due to the following conclusion: the patient sustained a ureteral injury while undergoing a da vinci surgical procedure. However, based on the information provided, there is no indication that a malfunction of the da vinci surgical system occurred or caused/contributed to the patient's intra-operative injury.